Event description:
It was reported that the user could not unlock the ilet screen, and the device displayed no physical damage; a remote restart via the mobile app restored normal screen functionality. Symptoms included temporary inability to interact with the device interface. Outcomes included no alarms, no adverse health effects, and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device resumed expected operation after restart, consistent with a transient user interface or software responsiveness issue localized to the display/touchscreen function. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible device behavior resolved by reboot.